Event description:
Two weeks post exablate treatment, pt was diagnosed by a urologist of having ulceration in her bladder wall. Pt was hospitalized, in a different hospital, for two days and received hemostatic intravenous, which has stopped the bleeding. Pt was discharged from hospital and keeps taking hemostatic medicine.

Manufacturer narrative:
There is no evidence that the ae is device related. We are trying to collect more clinical data in order to have conclusive evaluation. We are planning to issue advisory notice to our customers describing the event. We have decided to report this event out of abundance of caution.